Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets' tubing separated during use, one while being placed in the IV channel, and another while being removed from a bag of fluid. The following information was provided by the initial reporter: "report was that the tubing was ¿splitting¿ either while being put into the IV channel or when removing from a bag of fluid. Different channels were used and produced the same results."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets tubing separated during use, one while being placed in the IV channel, and another while being removed from a bag of fluid. The following information was provided by the initial reporter: "report was that the tubing was ¿splitting¿ either while being put into the IV channel or when removing from a bag of fluid. Different channels were used and produced the same results."

Manufacturer narrative:
Investigation summary: 35 unused samples were received and tested by our quality team. The customer also provided a photo of the original failed set- this verified the separation complaint immediately. There were 30 unused lot# 22063160 and 5 unused lot# 22043252 samples of the 2420-0500 infusion sets. All 35 sets were inspected at all joints and pull tested at the blue clip to tubing portion of set where the failure originally occurred. 1 lot# 22063160 set immediately separated below the blue clip portion when removed from package. The failed set was then investigated under digital microscope and there was clear evidence of lack of solvent on the tubing applied during assembly- this is the root cause of these failures. The manufacturer has been informed of this issue. The remaining 34 unused sets were pulled at a force greater than that which should ever be applied in a clinical setting and there were no separations or leakages when infused with saline solution. A device history record review for model 2420-0500 lots 22063160 and 22043252 was performed. The search showed that a total of (B)(4) units in both lots. There were no quality notifications issued for the failure mode reported by the customer during the build of these sets. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.